Manufacturer narrative:
Patients information: unk. This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -14.0/1.0/100 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a longer length lens due to low vault. The exchange lens was implanted vertically and this resolved the problem. Cause is reported as unknown.